Manufacturer narrative:
The device has been returned for evaluation. The wire returned was identified as a different wire than originally reported by the account. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. No definitive root cause could be determined, however, there was evidence of excessive force during use. A review of the complaint database was performed and no similar complaints were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that after a right radial selective coronary angiogram the tip of the j wire separated and lodged within the patient's right radial artery. The patient was transferred to the radiology department for an x-ray where the coiled .035 wire tip was identified. Several attempts have been made to gather additional information without success.